Event description:
It was reported that in central processing, the fenestrated bipolar forceps instrument's wire at the end between forcep part was noted to be frayed. The instrument was not used on a patient after the reported issue and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's pitch cable frayed at the distal clevis hub. There was no damage at the clevis. Failure analysis investigation also found the following damages, which were not reported: there was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. One grip was bent causing side to side misalignment of grips. There was a .079 offset at the tips, indicating overloading at the tip. The instrument passed the electrical continuity test. In addition, the distal end of the instrument's main tube had various scratch marks exhibiting material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. Failure analysis concluded that the pulley indentations and the grip damage were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable and the additional finding of material removal from the main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.